Manufacturer narrative:
The product was not returned. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. An unspecified viscoelastic was indicated. It cannot be determined if a qualified viscoelastic was used. The product investigation could not identify a root cause for the reported complaint of ¿would not fit¿. It is unclear what was meant by this description. The product was not returned. Not enough information was provided for further investigation. The reporter indicated that the viscoelastic may have been too cold. It is unknown if a qualified viscoelastic was used. It was indicated bss (balanced salt solution) and viscoelastic were used in the first device. It is unclear if bss was also used with this device. The use of bss in the device would be against the IFU (instructions for use). The IFU instructs: during device preparation and implantation of the company iol with the company preloaded delivery system, an company qualified ophthalmic viscoelastic device (ovd) should be used. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. The IFU instructs: fully insert the ovd cannula, perpendicular to the device, through the viscoelastic port, located in the lens stop portion of the device. Fill the device until ovd can be observed flowing to the ¿fill-to¿ line on the nozzle tip. This will require approximately 0.2 ml of ovd. Only use an company ovd qualified for use with the company pre-loaded delivery system that has been allowed to come to the operating room temperature. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device. No further information could be obtained. The reporter disagreed to be contacted for follow-up. The manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported during an intraocular lens (iol) implant procedure, the front haptic of the lens remained straight position, while the rear haptic was bent. A replacement lens had to be used, but it also failed to fit into place.. Additional information was requested